Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the clip that holds the frame broke and let go. The pressure from the piston drove it forward causing damage to the frame and a bent motor. The head portion of the bed fell. The resident was in the bed when the event occurred, but was not injured. (B)(4) has been entered into our system.